Event description:
Per the clinic, the patient sustained a head trauma, resulting in a hematoma at the implant site. The patient underwent a surgical procedure on (B)(6) 2013 to drain the area around the implant. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.